Event description:
It was reported that the patient had their device repositioned last wednesday due to the device causing pain.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va04buy, implanted: (B)(6) 2012, product type lead. (B)(4).